Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, instructions for use(IFU), manufacturer instructions(mi), specifications, trends, visual inspection and functional testing of the complaint device was conducted for the purpose of this investigation. The returned device was evaluated. There were four tears observed in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. The valve leaked with a dilator. There was a small leak without a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Check-flo valve assemblies are 100% qc inspected for leakage per qc. The manufacturing records were reviewed, and nothing of note was observed. Based on evaluation of the returned device, it is likely that tearing of the silicone discs contributed to the leakage. Measures have previously been initiated to address this issue.

Event description:
The haemostatic valve on the graft failed at the point of priming. The consultant decided to use it as there was no replacement during this procedure. It was placed into the in situ stent graft over a lunderquist wire. The converter was successfully deployed and as soon as the grey dilator was removed it was replaced by a coda balloon which stopped the blood loss. However, the user facility needed to do a completion angio contrast run and the coda was removed, replacing it with a pigtail catheter. Due to some delays in getting the contrast pump to work, 2 litres of blood were lost onto the table. As soon as the user facility could, the coda was replaced into the graft to create hemostasis. The patient required emergency fluid replacement and then blood transfusion.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The haemostatic valve on the graft failed at the point of priming. The consultant decided to use it as there was no replacement during this procedure. It was placed into the in situ stent graft over a lunderquist wire. The converter was successfully deployed and as soon as the grey dilator was removed it was replaced by a coda balloon which stopped the blood loss. However, the user facility needed to do a completion angio contrast run and the coda was removed, replacing it with a pigtail catheter. Due to some delays in getting the contrast pump to work, 2 litres of blood were lost onto the table. As soon as the user facility could, the coda was replaced into the graft to create hemostasis. The patient required emergency fluid replacement and then blood transfusion.